Event description:
"C2/c7 plif was done in 2006. The surgeon found that the c7 screws on both sides were broken. The surgery of the removal has not planned because of no damage of the nerve or vessel."

Manufacturer narrative:
Device is not available for evaluation. Additional information has been requested and if received will be provided on a supplemental report.